Event description:
Drive medical has received a customer complaint about an incident involving a wheelchair allegedly imported and distributed by drive medical. It is alleged that a nursing home resident was using the wheelchair when the left front wheel came off and caused her to fall. The pt allegedly hit her head on the floor and sustained a 1.5 cm laceration to her left temple. The pt went to the emergency room for eval and did not find any add'l injury. This MDR report is based on the info provided by the customer and pt.